Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had audio anomaly. The customer¿s blood glucose was unknown. It was stated that the sound was too low even it was in the maximum amount 5. The customer had a problem in the sound system in the insulin pump, all alarms and alerts not heard at all. The troubleshooting was not mentioned. The device will not be returned for analysis.